Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approx. 66 months after the implantation, false sensing and detection were observed. Physician decided to explant the lead. A lead replacement could not be performed due to a problem with the patient's superior vena cava. No adverse patient side effects were reported.

Manufacturer narrative:
The correct analysis results are now attached. Upon receipt, the lead under complaint was found cut approx. 13 cm distal to the is-1 connector pin into 2 segments. All fragments were received for analysis. During the visual inspection, multiple signs of wear along the lead body were found. In particular on the distal part of the lead, the insulation was found rubbed through. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress in the implanted state. An accumulation of different factors are conceivable. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the manoeuvrability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labour involving the upper body are known contributing factors. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that approx. 66 months after the implantation, false sensing and detection were observed. Physician decided to explant the lead. A lead replacement could not be performed due to a problem with the superior vena cava. No adverse patient side effects were reported.